Event description:
It was reported that during a lap right colectomy procedure, the device was pulled out of the trocar and the tissue pad fell off. No piece fell into the patient. A second device was used to continue the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.